Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, the patient experienced symptoms consistent with diabetic ketoacidosis (dka). While seated, she began to feel dizzy and nauseous, accompanied by frequent urination. Concerned, she checked her dexcom cgm, which displayed a low reading of 58 mg/dl. No fingerstick test was performed at that time to confirm the reading. The patient contacted her endocrinologist, who advised her to perform a manual blood glucose check. The result showed a high level of nearly 400 mg/dl, prompting immediate instructions to go to the emergency room. Upon arrival at the ER, her blood glucose was again measured and found to be approximately 400 mg/dl (exact value not recalled). The medical team administered IV fluids and transferred her to the intensive care unit (ICU), where she was placed on an insulin drip and continued receiving IV fluids. A subsequent fingerstick confirmed her blood glucose remained around 400 mg/dl, though it began to gradually decline. At this point, the dexcom device was removed. The patient remained hospitalized for approximately three and a half days for monitoring and treatment. While the acute episode was managed and her condition temporarily stabilized, she has since reported experiencing persistent fluctuations in blood glucose levels, describing them as ¿roller coaster¿ feelings. No additional details were provided regarding the events following discharge. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.